Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the snaps on the shoulder pack did not stay secure while holding the controller in place. The shoulder pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the shoulder pack revealed that the device passed visual inspection and functional testing. The snap buttons performed as intended. As a result, the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.